Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/3 of the automated peritoneal dialysis therapy. Per initial report, the home pt had disconnected the transfer set from the pt line of the homechoice set during a dwell phase, without pausing therapy. The home pt did not return in time for the following drain cycle. The home pt received the alarm after returning, and reconnected to the setup. Baxter's technical service center assisted the home pt in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.